Event description:
It was reported that a tracheobronchial stent graft would not deploy. Evaluation of the returned device revealed a detachment of the outer catheter. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation. The investigation is currently underway.